Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was reported that an unsupported operating system was in use. Data was evaluated and allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.